Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument with an alleged issue to perform failure analysis. The instrument was found to have a missing teflon pad at the clamp arm. The complete teflon pad was not returned. The components adjacent to the teflon pad did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the teflon pad was noted to be fallen off from distal end of harmonic ace instrument. During a tissue isolation thyroidectomy procedure, the teflon pad detached from the instrument after only approximately two minutes of use, resulting in fragments falling into the patient, which were subsequently removed. The instrument was inspected prior to use and found to have an intact and undamaged appearance. The surgeon did not notice any functional issues with the instrument before the failure, and the instrument did not collide with any other materials. The surgeon attributed the issue to product quality problems. Photographic images or video recordings of the device or procedure cannot be provided for review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.